Manufacturer narrative:
Info was forwarded from the (B)(4) which markets the devices in (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that pt had pain and ion concentrations were up to 300 in blood. It is also reported that opening the joint gave way to a white/yellow substance. The cup looked not loose but after removal, there was no ingrowth of bone tissue on the cup.